Event description:
A facility alleges the user cut a leg on the wheelchair while being transferred into a chair, receiving a full depth arterial cut to left outer leg.

Event description:
A facility alleges the user cut their leg on the wheelchair while being transferred into a chair, receiving a full depth arterial cut to left outer leg.